Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery during manual prime. The customer's blood glucose level was 10.4 mmol/l at the time of the call. The customer was advised to disconnect form the insulin pump, rewind and reinsert the reservoir back into the insulin pump. The customer was then informed to run a 5 unit fixed prime. The customer stated that there was no insulin and the insulin pump alarmed no delivery. The customer was informed that the alarm may have been caused by a reservoir or set occlusion. The customer was informed that it is difficult to determine the cause of the issue without a complete set change. The customer declined being sent new sets. The device was not returned for analysis.